Event description:
It was reported that while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it found that it has red fm in the tube.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The most likely root cause for the reported defect is that the outer tube contained fm when the inner tube was inserted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube,it found that it has red fm in the tube.